Event description:
The customer reported via phone call indicating that the insulin pump had a reservoir leak at the transfer guard. Customer's blood glucose was 167 mg/dl. The customer was advised to return the reservoir and transfer guard for analysis. The customer was advised that we would replaced the product.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.